Manufacturer narrative:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook (B)(4) informs that this complaint has been transferred from william cook (B)(4) to cook inc. Cook inc. Will handle this event under reference# 1820334-2016-00157 for all future reports to FDA. (B)(4). Catalog # unknown as information was not provided but referred to as a günther tulip filter as catalog # is unknown, 510(k) could be either k090140, k112119 or k121057. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip on (B)(6) 2012." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as a günther tulip filter. As catalog # is unknown it could be either k090140, k112119 or k121057. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip on (B)(6), 2012 a (B)(6)". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.